Event description:
Pt was revised to address poly wear of the bipolar insert.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 18-20 yrs ago. Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided prod and lot code since its release for distribution. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.